Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized due to the event. The patient was treated with vancomycin injection (1gm, discontinued, route, frequency and duration were not reported) and fortum injection (1gm, discontinued, route, frequency and duration were not reported) for peritonitis. The patient was discharged from the hospital 14 days after hospital admission and has recovered from the event. It was reported that the patient's catheter has been removed and the patient was switched to hemodialysis (twice a week). No additional information is available.